Manufacturer narrative:
(B)(4). Follow up liquid residue and a potential fiber were reported in the syringe barrel. To support the investigation, eight photographs were provided to the quality team for review. The images depict a single loose syringe. One photograph shows a white air bubble embedded in the barrel within the non fluid path. The remaining photographs show flow marks in the barrel consistent with a molding related condition. Two photographs also include magnified views, 30x and 40x, showing multiple black marks consistent with ink dots on the barrel, these marks are acceptable under current criteria when viewed under magnification. In addition, a broken syringe was received at the vernon hills facility to support foreign material isolation. Due to the damaged condition of the sample, further evaluation at the manufacturing plant could not be performed, therefore, the sample was not forwarded to canaan for additional assessment. The observed flow marks and embedded air bubble are nonconforming per product specification and are associated with the molding process. If small amounts of moisture enter the mold, the water can vaporize during processing and create localized vapor entrapment, which may appear as an embedded bubble in the finished component. A device history record review was completed for material number 309628, lot 3324199. The review confirmed that all required visual inspections were performed and identified no quality notifications related to the reported condition. The lot was inspected and accepted in accordance with the approved inspection control plan, released for shipment, and considered compliant with product specification requirements at the time of release. Based on the investigation and photographic sample review, the customer reported conditions are confirmed.

Event description:
It was reported that bd syringe 1ml ll contained foreign matter. Verbatim: complaint via email. Email(s) attached regeneron qa post marketing operations has received a product complaint related to an eylea 8mg vial kit. Kindly acknowledge receipt of this request and send us the complaint investigation reference number and due date when available. Complaint description: investigational request /return component status: on (B)(6)2025 was informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter fm - syringe based upon the lims observations: syringe returned with liquid present in syringe barrel. Possible fiber observed in syringe barrel. Regeneron ldp lot: 8542800003. 1ml syringe: catalog: 309628. Lot: 3324199. Please perform an investigation to provide information regarding controls that are in place to ensure their syringes are free from foreign matter. The returned syringe was observed under a keyence microscope for potential foreign matter (fm). Based on visual observation, moisture was observed inside the plunger as well as on the plunger rod. Scratch marks were seen on the exterior of the syringe body. A black fm was observed inside the syringe. An attempt was made to isolate the foreign matter but when manipulating the sample while the syringe was cut open, the fm could not be located and the isolation attempt was unsuccessful. The fm could not be isolated; hence no identification testing was performed. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. N/a. Can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6)2025. Total number of occurrences? Once. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Sample is available for return.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.